Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level 425 mg/dl and the current blood glucose level was 325 mg/dl. The customer assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose level. Customer states the infusion set where it connects must have been leaking insulin. The device will not be returned for analysis.